Event description:
It was reported that a spectrum pump had an issue of turn on and turn off. This occurred upon device power up in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "turn on and then off," was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed and stuck battery contact pins.the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.